Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted due to over-rotation and the right ventricular defibrillation coil was pulled/stretched/overstressed. There was blood and body tissue/fibrotic growth on the distal electrode and blood on the distal conductor. The overlay tubing was melted causing an insulation breach and there was cosmetic melting of the outer insulation and outer tubing. A cosmetic depression on the outer insulation was noted, blood had ingressed into the overlay tubing, and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead was oversensing t waves and there were non-sustained ventricular tachycardia episodes; a lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).